Event description:
Additional information received stated that the patient interface was connected with bluetooth and hard wired would not clear error, turned it off and on, wired the pi, removed battery but nothing would make error message go away and allow to monitor nerve function.

Manufacturer narrative:
2.3: event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, the code fdc d20 is applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6: initially submitted code fdc d16 is no longer applicable, the code fdc d02 is applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis found that examined the unit and could not duplicate the customer's issue, there was no fault found with the unit. H6: the codes fdm b01, fdr c19, fdc d16 and img g02030 applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI #: (B)(4). H3: device analysis found that confirmed customer issue regarding no communication, unit presented main board failure and broken housing clip. H6: the codes fdm b01, fdr c0208 and c070603, fdc d16 and img g02005 and g0405204 applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim console was not linking up with the patient interface and tried trouble shooting with tech support and there was no nerve monitoring during the case due to the issue. There was no known patient impact.